Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Image review: review of the provided image does not clarify the reported complaint. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the tip cover of monopolar curved scissors could not be removed and new one could not be attached. The procedure was completed with no reported injury